Event description:
The user received an erroneous pro-bnp result for one patient sample from the ER in a 13 x 100 mm 7 ml bd sst serum gel tube. The initial result was less than 5.0 pg per ml and was reported to the physician. The repeat results were 10693 and 10486 pg per ml and a corrected report was called to the physician. The user stated she did not have access to information concerning if the patient was adversely affected. The field service representative stated the cause was unknown and took no action as all instrument checks passed without errors. To verify the analyzer, performance tests and qc passed within acceptable range.